Manufacturer narrative:
Investigation summary: 10 samples were received. They came in sealed packaging blister. They were visually inspected. All of them have the white epoxy that goes around the needle to fix it to the plastic hub. There is no excess of epoxy. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot # 9226504 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: all of them have the white epoxy that goes around the needle to fix it to the plastic hub. There is no excess of epoxy.

Event description:
It was reported that there was foreign matter (glue) on the cannula of a bd¿ needle 16x1 rb. The following information was provided by the initial reporter: "customer informed me that the glue is visible on the needle shaft. It is the entire lot that the glue is visible."